Manufacturer narrative:
The field service engineer replaced various parts and performed system checks and adjustments. He verified the system checks were acceptable. After service, the customer performed qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas e411 rack. The customer confirmed qc was acceptable prior to patient testing. The patient's initial hcg result was 21.13 miu/ml. The customer performed repeat testing on the same analyzer and the patient's repeat result was 0.100 miu/ml with a data flag. The customer reported the repeat result outside the laboratory. Due to the difference in hcg results between the initial run and the repeat run, the customer performed further testing with the patient's sample. The patient's hcg result on the same analyzer was 18.44 miu/ml. The patient's hcg result on a different e411 analyzer was 20.56 miu/ml. The customer determined the repeat results were correct and a corrected report was issued. The hcg reagent lot number was 45406005 with an expiration date of 31-may-2021.

Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on the available data, a general reagent issue could be excluded. The provided instrument alarm trace did not indicate a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.